Event description:
According to the complainant when they went for the initial examination, they were told their pupils were too large for the device but the doctor performed the surgery anyway. When the pt's eyesight did not improve, but they developed increased light sensitivity the dr did not report the failure to FDA. Family member stated that the doctor's consent form indicated that if the pt has large pupils they may have problems with the procedures. Family member also stated that the doctor did not measure the cornea before the surgery. They also stated that the doctor "cut two flaps in pt's eye instead of one." The large pupil size should have been a reason for exclusion.